Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level of 512 mg/dl and diabetic ketoacidosis (dka). Cause of dka and elevated bg was not known. Emergency room (ER) personnel believed the pump wsa the cause of the hospitalization; however, the customer disagreed. Bg was addressed by administering manual injections, performing a supply change and resetting the pump. There were no issues observed with the cartridge, infusion set or cannula. Customer was treated with intravenously delivered insulin, potassium, and fluids at the hospital. Customer was released from the hospital two days later with no permanent damage.